Event description:
It was reported that the customer had a predicted low and the pump went into threshold suspend. Customer's blood glucose level was 474 mg/dl yesterday and 410 mg/dl today. Troubleshooting was performed. Pump passed priming and high pressure tests. Customer stated that they have a back-up plan. Pump was working as designed. Customer was advised to change the entire set, reservoir, and insulin. Customer was assisted with reviewing their bolus wizard settings. Customer stated that the pump was suspended for about an hour. Customer reported that she had an issue with the cannulas bending on her infusion sets and sensors. Customer was advised that bent cannulas can contribute to the high blood glucose levels. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.